Event description:
Drug/diluent: unknown. Fill volume: not applicable. Flow rate: not applicable. Procedure: right total knee arthroplasty. Cathplace: unknown. Catheter broke off in pt, catheter (black) tip not intact. It was found to be short approximately 2 3/4 inches. Pt was informed of event and discharged to rehabilitation hospital. The catheter was used with a pm030-a pump. The lot number that was provided by the reporter could not be verified. Adverse event: catheter broke off in pt. Pt was discharged. No medical intervention at this time. Pt's surgery date was (B)(6) 2012. Per additional information received from the reporter on (B)(6) 2012, the catheter was not surgically removed from the pt.

Manufacturer narrative:
Method: the sample will not be returned. Results: without the actual product a complete analysis cannot be conducted. Conclusions: no conclusion can be drawn at this time. If additional information pertinent to this event becomes available, I-flow will reopen the case report. The directions for use (dfu) (1307112, rev. A) provide cautions and directions on catheter removal if resistance is encountered. The dfu states, "if resistance is encountered or catheter stretches, stop. Continued pull could break the catheter. It's advisable to wait 30 to 60 minutes and try again. The pt's body movements may relieve the catheter to allow easier removal. Do not cut or forcefully remove the catheter. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate. (B)(4).